Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubble. The customer¿s blood glucose was 298 mg/dl. Customer was assisted with troubleshooting. The customer stated that the during therapy process air bubbles were noticed in the reservoir, approximate size of air bubbles was one huge air bubble. Customer allowed for insulin to warm to room temperature prior to filling the reservoir. Customer stated that the air bubble was in reservoir at beginning of call but then stated that it is now in the tubing. Customer that he treated with an injection and the insulin pump. The device will not be returned for analysis.